Event description:
The customer reported that the irinotecan 290mg was expected to infuse at 564ml/hr as a primary infusion. It did not infuse as expected and a log review was requested to investigate a suspected programming error. The medication record indicated that the irinotecan was started at 1624, and the leucovorin and oxaliplatin infusions at 1728. In the hospital investigation, the pharmacist suspected that the irinotecan infusion was programmed at 1624 and 1728. No patient harm was reported. Although biomed sequestered the devices to complete an internal investigation, they declined to send the devices and requested only an event log review to check programming.

Manufacturer narrative:
The customer requested a log review to check the programming of irinotecan. The pcu event log shows pump module s/n (B)(4) was programmed to infuse a custom concentration infusion of irinotecan (drugid 185) at a rate of 565ml/hr with a vtbi of 565ml at 4:21 pm on (B)(6) 2018. The user then programed a delay for 5 minutes and the device went into standby. At 4:24 pm, the user cancelled the delay and started the infusion. At 5:24 pm, the primary infusion completed and the device transitioned to kvo at the kvo rate of 20ml/hr. The user then changed the vtbi to 25ml and started the infusion. At 5:27 pm, the primary infusion completed and the device transitioned to kvo at the kvo rate of 20ml/hr. The user then changed the vtbi to 573ml and started the infusion. At 6:28 pm, the primary infusion completed and the device transitioned to kvo at the kvo rate of 20ml/hr. At 6:29 pm, the user paused the device and subsequently channeled the device off. The volume recorded as being infused during this period was 1163.6ml. During this period, pump module s/n (B)(4) was programmed to infuse a custom concentration infusion of leucovorin (drugid 208) at a rate of 155ml/hr.

Manufacturer narrative:
The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that the irinotecan 290mg was expected to infuse at 564ml/hr as a primary infusion. It did not infuse as expected and a log review was requested to investigate a suspected programming error. The medication record indicated that the irinotecan was started at 1624, and the leucovorin and oxaliplatin infusions at 1728. In the hospital investigation, the pharmacist suspected that the irinotecan infusion was programmed at 1624 and 1728. No patient harm was reported. Although biomed sequestered the devices to complete an internal investigation, they declined to send the devices and requested only an event log review to check programming.